Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited over-sensed noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.